Manufacturer narrative:
The malfunction was not confirmed since no material was returned for investigation.

Event description:
On (B)(6) 2019, the user experienced an early sensor retirement resulting in early sensor removal.